Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and noticed that the software was 6.13 and updated it to .21.the fsr confirmed that the software and blower type were correct.the fsr calibrated photonic and 2 point o2 (oxygen) sensor calibration was successful.the circuit test and verification passed. The fsr ran the vent for 15 minutes and did not alarm.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us experienced an internal o2 (oxygen) sensor issue while connected to a patient. The customer confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite. Root cause of failure was determined due to luninox sensor output drifted over time due to a photo-bleaching. This is mainly caused by aging effects based on the implementation, how the current bellavista software is reading-out the measurement values from the sensor (sensor handling). Improvements are implemented since sw version 6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.